Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that at a pump refill procedure in 2009, the amount aspirated from the reservoir was 0.4 ml. The expected reservoir volume was 4.4ml. The pump was refilled with 40 ml of drug. The patient experienced an overdose shortly after the refill. The patient was taken to the hospital via ambulance and received narcan. The pump dose was decreased to 475 mcg/day. In the same month, the patient returned to the clinic for a dose increase to 525mcg/day. The hcp was unable to determine the cause of the overdose. The pump was filled with the same medications and concentration: 1 - fentanyl 1000 mcg/ml at a dose of 575mcg/day; clonidine and baclofen. The patient was seen in the clinic for a scheduled refill two months later. The expected reservoir volume was 6.6 ml; the actual reservoir volume was 0 ml. As the pt and the hcp were concerned about another discrepancy, the pump was filled with 20ml of preservative free normal saline and left programmed at the same rate. The pt returned to clinic 6 days later at which time the expected reservoir volume 16.5 ml, an the actual reservoir volume was 14 ml. The pt will return for another accuracy check the following month. Five days prior, the patient status was reported as "admitted to hospital"; "currently doing fine". The pump was replaced in 2009, due to "overinfusion x2".